Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads (2), upn: (B)(4), model : db-2202-45, serial : (B)(4), lot : 5169103 and 7071592. Product family: dbs-extension (2), upn: (B)(4), model : nm-3138-55, serial : (B)(4), lot : 7074768 and 7074860. Product family: dbs-lead fixation (2), upn: (B)(4), model : db-4600c, serial : (B)(4), lot : 24887812 and 24887812.

Event description:
It was reported that the patient experienced an infection in the chest and neck area with symptoms of swelling. The patient underwent a dbs system explant procedure and is recovering post-operatively. The physician assessed the infection was not device related. The devices will not be returned as they were discarded by the facility.